Manufacturer narrative:
Failure event observed during analysis. Final analysis found a void in the molded silicon at the distal region by the ring electrode.

Event description:
This report is to advise of an event observed during analysis.